Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedances on one lead and lead fracture was confirmed visually. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.